Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient's blood glucose monitor was not turning on when she was facing a hyperglycemic event, stomach ache, frequent urination and not able to walk. Her daughter took the patient to the hospital where patient was diagnosed with ketoacidosis. The hospital's unknown meter registered a blood glucose reading of "hi". Patient was hospitalized for 36 hours and was given insulin administration. The name of the insulin and the dosage was not provided. Patient is unable to provide the date of the last time she was able to obtain a glucose reading on the monitor prior to the incident. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.